Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were recently hospitalized twice due to blood glucose levels of 375 and 485 mg/dl. Customer reported diabetic ketoacidosis at the times of both hospitalizations. The customer was wearing the insulin pump at both times of admission. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.